Event description:
Patient was undergoing coil embolization procedure for right proximal a1 aneurysm using penumbra 400 coils. The right internal carotid and aortic arch were extremely tortuous. Physician used penumbra neuron 053 and px slim 130 to access the aneurysm. One coil was successfully delivered into the aneurysm and a second was attempted. During delivery the microcatheter would not stay inside the aneurysm. Resistance was felt while trying to push the coil through the microcatheter, and the coil would not advance past a certain point. The physician suspected that the catheter had kinked at the point of resistance. The px slim 130 was exchanged for a px slim 90 and coil was attempted to be delivered again. The tortuous anatomy required that the physician reposition the coil multiple times by pulling back and pushing forward on it, and while doing so the coil suddenly detached. The coil was retrieved with a snare and coils from a different company were used to complete the case. Physician was pleased with final results of the operation.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the pet lock on the proximal end of the pusher is intact indicating that the coil was not detached as intended with the detachment handle. The pull wire is advanced distal of the distal detachment tip (ddt) approximately 0.1 cm, and outside of the capture feature. The coil is not attached. The overall length of the pusher assembly should measure (B)(4). However the pusher assembly was measured and the total length was 179.0 cm. The pusher assembly appears to be out of tolerance and is non-functional. Conclusion: the complaint has been evaluated. The complaint indicates that due to the tortuosity of the anatomy the coil had to be repositioned by pulling back and pushing forward multiple times, and the coil subsequently detached. Upon evaluation it was found that the pusher assembly was slightly stretched and measured 2.0 cm longer than the maximum specified length. This stretching released the precompression in the pull wire, causing the pull wire to come out of the capture feature, releasing the coil from the ddt. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.